Event description:
It was reported that during a laparoscopic cholecystectomy, the blade was broken off when it was activated by mistake after it was removed from the patient. As the blade was broken off out of the patient, no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.